Event description:
It was reported by the customer that during intra-aortic balloon (iab) therapy, the balloon ruptured. There was no patient harm reported.

Manufacturer narrative:
Event site address: (B)(6). A supplemental report will be submitted upon completion of our investigation. Complaint ID - (B)(4).

Manufacturer narrative:
Updated fields: b4, g1(contact person ¿ mfg site), g3, g6, h2, h6, (type of investigation, investigation conclusions), h11 corrected field: h6 (medical device ¿ problem code) no decon or visual inspection performed since product was not returned and could not be evaluated. Therefore, we were unable to confirm or determine a root cause for the reported failure. Complaint ID no. : (B)(4).

Event description:
N/a